Event description:
The reported stated a graft split down the side during the tunneling procedure.

Manufacturer narrative:
We are currently awaiting the return of the device for investigation. A follow-up report shall be submitted once the evaluation is completed.